Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine and dilaudid via an implantable pump for spinal pain indications. It was reported that the rep got a call on (B)(6) that the patient's pump got an error code that it had reset. The rep stated that the error code was 101 (pump reset occurred) and then noted code 87 for an underdose (pump in safe mode). The rep stated that the patient reported having more pain and some withdrawal symptoms. The rep ended up meeting with the patient and looked at the logs which showed a pump reset, but the patient wanted to know why that would have occurred. An agent asked the rep if the patient was around any type of welding equipment or stronger electromagnetic interference (emi) sources, and the rep said that the day before the patient was previously working out in his garage, but not that day, so the pump went off outside of those parameters. The rep stated that the pump was updated to the desired set tings and the patient reported feeling better soon after. This information was later re-reported by another rep. This rep stated that the pump logs showed the following three events: reset occurred, reset due to firmware error 2c, and pump defaulted to minimum rate. The pump had been updated to the appropriate settings and there were no new events in the logs since the update. The healthcare provider (hcp) programmed a 20 mcg bolus and the patient felt it. The agent reviewed considerations around the reset and advised that the patient should be aware of any alarms going forward. It was advised that the hcp might consider dose or bolus adjustments if they felt it was medically appropriate. It was advised that the pump reservoir volume be checked at next refill to confirm that the pump was delivering medication as expected.